Event description:
Pt reported battery cap was broken, tried to keep battery in place with rubberband. Pt did not call proper technical support, battery came out resulting in elevated blood sugar. This required no physician or hospital intervention. Injections were done at home.